Event description:
Low right ventricular tip/rvcoil impedance observation of 190 ohms. Chronically low right ventricular tip/rvcoil impedance which resulted in the nuisance low right ventricular tip/rvcoil impedance observation of 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).